Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction (implant loss) would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. This report is for the second implant. The device was evaluated and found to be within specification.

Event description:
It was reported that two osseospeed ev dental implants were seated in (B)(6) 2015. The patient experienced severe pain during healing phase. Since the dentist was on vacation, the patient went to hospital for explantation. The patient was diagnosed with severe sepsis and an infection. The patient remained in the hospital for three months.